Event description:
Reporter alleged the needle from the softclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Boston scientific (bsc) received information that this right ventricular (rv) lead may have contributed to an increased pacing threshold (0.4v x 0.5msec at implant in (B) (6) 2009 to 6v x 2msec by june 2010) although no allegation was made against any bsc products. The patient is pacemaker dependent so, due the increasing threshold, the patient became syncopal which led to a head injury. The patient was hospitalized and an external pacemaker was positioned temporarily. Meanwhile, the physician transferred the patient to another medical center to explant the lead. The patient remains hospitalized and is being monitored by the external pacemaker.